Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was doing his exchange and the cassette began leaking. Upon follow up, the patient confirmed the reported fluid leak event occurred on the patient line of the cycler set during drain 1 of treatment. The patient reported having an air detected in cassette alarm prior to the leak. When opening the box of cycler sets, the patient found the first cycler set to be squashed and damaged. The patient then grabbed another cycler set to setup for treatment. There was no fluid found inside or around the cycler itself. Per the clinic¿s procedure the patient was prescribed intraperitoneal prophylactic antibiotics for five days (type and dose unknown). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pd nurse recommended that the patient stop treatment at that time. The following day the pd nurse assisted with performing a stat drain and manual treatment. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was doing his exchange and the cassette began leaking. Upon follow up, the patient confirmed the reported fluid leak event occurred on the patient line of the cycler set during drain 1 of treatment. The patient reported having an air detected in cassette alarm prior to the leak. When opening the box of cycler sets, the patient found the first cycler set to be squashed and damaged. The patient then grabbed another cycler set to setup for treatment. There was no fluid found inside or around the cycler itself. Per the clinic¿s procedure the patient was prescribed intraperitoneal prophylactic antibiotics for five days (type and dose unknown). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pd nurse recommended that the patient stop treatment at that time. The following day the pd nurse assisted with performing a stat drain and manual treatment. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.